Event description:
The customer reported that there was a generator error. This message appears when the system defects an error in any of the registers associated with the high voltage generator. The system shuts down when this occurs. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and found the precharge board relay clattering during the boot process. This was happening while the battery charger was being pulled into circuit. The battery charger is not coming on either. Parts were placed on order, but the customer has not given permission to repair the system. No further repair info is available.